Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted in the revision reported was likely the result of aseptic (non-infected) femoral loosening, which damaged the bond of the implant to the bone. However, this cannot be confirmed as the devices were not available for evaluation, and no further details were provided. (D11) concomitant devices: (cn: 02-012-35-4009, sn: (B)(6)) logic tibial ps modular insert.

Manufacturer narrative:
Pending evaluation. Concomitant medical devices: (cn: 02-012-35-4009, sn: (B)(4)) logic tibial ps modular insert.

Event description:
Index surgery: (B)(6) 2011. Revision of the left knee due to femoral loosening. Surgeon not provided, hospital: (B)(6). There will be no additional information provided on this event.